Manufacturer narrative:
Additional information was received from reporter stating that the anchor did not break into fragments inside of the patient. Hence, the manufacturer has identified that this event should be re-evaluated for MDR reporting. Such re-assessment determined that the issue does not meet the threshold for reporting; hence, this constitutes a non-reportable event. This report was made based upon information that smith & nephew had not been able to investigate or verify prior to the required reporting date.

Manufacturer narrative:
The returned device used in treatment, was returned as an MDR for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records for the reported lot number 2018133r showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review for lot number 2018133r for the past 3 years found no related failures. The visual inspection of the returned om-7500 speedlock shows a deployed device. The implant at distal end is damaged and not detached. The deployment knob was separately returned in s plastic grip bag. No visible damage can be observed on the deployment knob or on the handle. No sutures were visually observed or returned with the instrument. No manufacturing abnormalities could be visually identified. The device was received deployed and the anchor was damaged but not detached. The instrument is a single used device and cannot be functional tested. An attempt was made to test the basic functions of this instrument. The deployment knob can be assembled back to the handle but cannot be turned and the implant cannot be deployed; the know does not engage correctly and falls off again; the complaint was verified but the root cause could be determined due to a mechanical component failure; however there were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that, during a shoulder arthroscopic surgery, the speedlock proximal knob broke off when rotating to insert internal locking mechanism. A back-up device was available to complete the procedure after a short delay. The patient was not harmed. Results of investigation have concluded that this device exhibits signs of implant breakage during use which makes it reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during a shoulder arthroscopic surgery, the speedlock suture rocket proximal knob broke off when rotating to insert the internal locking mechanism; the anchor also broke intraoperatively. All fragments were successfully removed. A back-up device was available to complete the procedure after a short delay. The patient was not harmed.